Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder and pump components removed due to cylinder connector disorder. A new inflatable penile prosthesis cylinder and pump components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a lack of saline at the right cylinder with connector disorder as the connector broke.

Manufacturer narrative:
D4: model number/catalog number 72404310; serial number (B)(6); batch/lot number 120128002; gtin (B)(4); description pump ms; expiration date 02/06/2021. H4: manufacturer date 02/25/2016. D10, h3, h6, h10. H3 device evaluation: the ams700 ipp cylinder was visually inspected and functionally tested. The cylinder had buckling folds present. There was a leak in the input tube kink resistant tubing (krt) due to fatigue. One straight window quick connector (wqc) was returned. The wqc has a collet and krt inserted in both ends; however, one end of the wqc wasn't seated completely. Analysis confirmed a fluid leak in the cylinder input tube krt. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Device analysis could not confirm a mechanical issue.

Manufacturer narrative:
Medical device: model number/catalog number: 72404310, serial number: (B)(4), batch/lot number: 120128002, gtin: (B)(4), description: pump ms, expiration date: 02/06/2021, manufacturer date: 02/25/2016.

Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder and pump components removed due to cylinder connector disorder. A new inflatable penile prosthesis cylinder and pump components were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was a lack of saline at the right cylinder with connector disorder as the connector broke.